Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Outcomes attributed to adverse event has been updated and provided in b2 section of this report.

Manufacturer narrative:
Retainer ring = clear. The customer passed away on per customer notes (B)(6) 2021, and alleged possible over delivery anomaly. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0869 inches. No over delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, shifted/scratched serial number label, pillowing keypad overlay, and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device did not have a battery installed when received. Please see below for the date range listed in the formatted history file. The pump history file lists data from 02/27/2020 to 10/21/2021, and on the 10/27/2021. Please see below for the customer's insulin delivery listed in the pump history file near the event date. 10/16/2021 dailytotalofallinsulindelivered = 40.55, 10/17/2021 dailytotalofallinsulindelivered = 34.3, 10/18/2021 dailytotalofallinsulindelivered = 41, 10/19/2021 dailytotalofallinsulindelivered = 34.7, 10/20/2021 dailytotalofallinsulindelivered = 19.975, 10/21/2021 dailytotalofallinsulindelivered = 0, 10/27/2021 dailytotalofallinsulindelivered = 0, 10/21/2021 20:00:16.000 usertimedatechange. Eventtype = 3. Sourceid = pump (ngp is in open loop state). Historyrecordlength = 19. Oldsystemtime = 10/21/2021 20:00:16.000. Newsystemtime = 10/27/2021 10:03:16.000. There was no data listed on october 22 to october 26, 2021. Unable to verify bolus deliveries on that date range. Device passed the functional testing. The customer alleged possible over delivery anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer passed away and was found in woods, exact date was unknown. Caller stated that customer passed away between 22 october to 26 october, 2021. The cause of death was unknown. The caller stated that there was suspicion that over delivery of insulin may have led to the customer's passing. Caller reported that insulin pump was sealed by local police. The customer¿s blood glucose was unknown at the time of death. It was unknown whether the customer was wearing the insulin pump during incident. It was unknown whether the customer was using auto mode feature at the passing. Insulin pump will not be returned for analysis.